Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the gallbladder successfully. When the drain was aspirated it drew in air from the base of the hub and was leaking. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The drain currently remains inside the patient.

Manufacturer narrative:
Additional clarification received per the rep identified the procedure was completed using another device. Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment no further action is required. Appropriate measures have been initiated to address this failure mode.